Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: mlc-20 user's test strip had poor storage. (Kitchen). (B)(4).

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with the results obtained of 132mg/dl mg/dl. The expected fasting blood glucose test result range is 70 to 100mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored by customer according to specification in the kitchen. The test strip lot manufacturer's expiration date is 05/21/2018 and open vial date is approximately one month ago. The meter memory was reviewed for previous test result history: 112mg/dl (B)(6) 2017 03:06 pm fasting: yes; 120mg/dl (B)(6) 2017 02:26 am fasting: yes; 132mg/dl (B)(6) 2017 04:40 am fasting: yes; 104mg/dl (B)(6) 2017 02:07 am fasting: yes; 109mg/dl (B)(6) 2017 02:32 pm fasting: yes. Customer called in and stated her meter is giving her high results. Customer also stated she obtained a 35mg/dl result this morning she has written down but not verified in the last 5 results in the meter. Customer states she is (B)(6) and forgetful. Customer states she has difficulty seeing and hearing and difficulty with reading memory results.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4) returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: mlc-20 user's test strip had poor storage.(kitchen). Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with the results obtained of 132 mg/dl. The expected fasting blood glucose test result range is 70 to 100 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored by customer according to specification in the kitchen. The test strip lot manufacturer's expiration date is 05/21/2018 and open vial date is approximately one month ago. The meter memory was reviewed for previous test result history: 112 mg/dl, (B)(6) 2017 03:06 pm, fasting: yes. 120 mg/dl, (B)(6) 2017 02:26 am, fasting: yes. 132 mg/dl, (B)(6) 2017 04:40 am, fasting: yes. 104 mg/dl, (B)(6) 2017 02:07 am, fasting: yes. 109 mg/dl, (B)(6) 2017 02:32 pm, fasting: yes. Customer called in and stated her meter is giving her high results. Customer also stated she obtained a 35 mg/dl result this morning she has written down but not verified in the last 5 results in the meter. Customer states she is (B)(6) years old and forgetful. Customer states she has difficulty seeing and hearing and difficulty with reading memory results.